Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated faulty low battery voltage measurement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5568-53, lead; implant: 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional that during in-office testing the patient's implantable pulse generator (ipg) battery voltage displayed lower than expected with the elective replacement indicator (eri) status as ok. This is a known behavior that can affect the battery voltage measurement for brady pacemakers. Occurrence of the issue does not impact patient safety and the device will replace the false low battery voltage with a correct value within 3 hours outside of a follow-up session. The ipg remains in use. No patient complications have been reported as a result of this event.